Event description:
It was reported, the customer could not hear the audible tones. Ran a self-test and the audible tones could not be heard.

Manufacturer narrative:
Analysis revealed the insulin pump did not have an audible tone as a result of broken negative transducer wire. However, the device passed the seat, rewind, basic occlusion, occlusion and prime test.